Event description:
The customer reported the visera video system center image flashes due to poor contact. The event occurred during preparation for use, prior to a diagnostic procedure. A similar device was used to complete the procedure with no more than a 15-minute delay. There was no patient no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of image flickering was confirmed due to faulty connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty video connector socket could not be determined. Olympus will continue to monitor field performance for this device.